Event description:
A report was received that the patient underwent an ipg replacement procedure for unknown reason. No further information can be obtained by bsn.

Event description:
A report was received that the patient had frequent ipg charging and warmth at the ipg site. Database analysis revealed no anomalies and the device appeared to be working as expected. The patient also had pain and spasm on the left side at the ipg site. The patient will undergo a revision procedure wherein the ipg will be relocated to ensure that the ipg will be lying flat in the pocket.

Manufacturer narrative:
The explanted devices were not returned to bsn.